Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and the buttons of the device were unresponsive. The customer's blood glucose was 23.0 mmol/l. The customer had a backup plan but had not used it yet. The customer stated that the numbers were scrolling without any input. The issue had started while the customer was trying to deliver a bolus. The discontinuation of the device was advised. Nothing further was reported.